Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately two years after the index procedure, the patient presented emergently with thoracic and back pain, as well as a fever and high crp levels. A CT was performed, with no results. A further CT scan was performed, and an infection was found. The patient's c reactive protein level was not decreased, leading the physician to believe that the stent graft was infected. The stent graft system was removed. The route of the infection was not identified, but possible sources were thought to be the stent graft or clots between the vessel and stent graft. The physician noted that the area where the clots were located, between the vessel and stent graft, was "slushy" and forming pus. The stent graft itself had no sign of infection. No additional clinical sequelae were reported. The patient status is unknown. The physician commented that the devices have been implanted for 2 years so that the route of infection is unknown.